Manufacturer narrative:
The initial reported event was received on (B)(6) 2010. Of note, the reportable malfunction and/or serious injury (receiving therapy with magnet in place and patient alert) is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2011. Information was subsequently received on 21jan2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the caller, that there was an order by the physician to turn off the implantable cardiac defibrillator on this hospice patient and they were "trying to turn off with the carelink monitor". Also reported that the patient was receiving therapy with a magnet in place and there was intermittent beeping heard. The device was deactivated by the manufacturers representative and subsequently the patient died three days later. Follow up determined that the therapy delivered was appropriate. The cause of death has been requested, but not received.